Event description:
It was reported that the device had black liquid coming from it in sterile processing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported, that the device had black liquid coming from it in sterile processing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.